Manufacturer narrative:
The affected evita 4 was manufactured in july 2003 and has been in operation for almost 14 years. A dräger service engineer tested the device on site and identified that a failure of the pcb graphic controller was the root cause of the reported device behavior and exchanged it. It can be concluded that the internal monitoring of the device had detected the deviation and triggered a warmstart to restore the data base and functionality. During a warmstart, the device generates corresponding alarms and opens the breathing system to atmosphere to allow spontaneous breathing. In the reported case, the warmstart was not successful and the users continued with manual ventilation until an alternate device was provided. The device could be successfully repaired by exchanging the faulty pcb.

Event description:
It was reported that the patient ventilation stopped, the screen was black and the power failure alarm was generated. Patient was ventilated manually with an ambu bag until the device was replaced. No patient consequences reported.